Event description:
It was reported that the rv (right ventricular) lead had undersensing and low impedance of 192 ohms. The rv lead was explanted and replaced. It was also reported the atrial lead had a visible insulation break. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; proximal segment returned and analyzed; outer insulation breached; proximal segment returned and analyzed.